Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during a percutaneous vertebroplasty (l2) to treat a compression fracture, while the stent was being filled up with cement, the cement leaked out of the centrum. Cement leakage was also found inside the pedicle. The procedure was completed without further cement application or surgical delay. Nine (9) minutes passed before the cement viscosity was confirmed prior to the cement application. The leakage started when the stent was filled up to 2cc of the cement. The surgeon may have damaged the pedicle while securing a route for cement application. The route for cement application deviated inward in the pedicle. Concomitant device: unk - insertion instruments: trocar: (part# unknown; lot# unknown; quantity: 1). Access kit 4.7 (part# 03.804.612s; lot# unknown; quantity: 1). This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).